Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found acu watchdog and primary audible alarm bgnd test errors in history. Visual inspection, start-up, flow and occlusion testing were performed. Investigation unable to duplicate customer reported problem but the pump error log showed confirmed the customer's reported problem. However, the investigation replaced the pump speaker as a preventative measure. Service's also replaced cracked top case, cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited error bgnd test failure. No reported adverse effects.